Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the small printer keypad and the battery pins and the issue was no longer duplicated. After the device passed functional and performance testing, it was returned to the customer for use.

Event description:
Physio-control received a report that the customer was trying to get a code summary and the unit lost power. When physio evaluated the device, they found a bent power pin on one of the battery wells and when the small keypad was pressed and the device was shaken, the unit lost power. A buttons test revealed that the code summary button was getting stuck. There was no report of patient involvement associated to this event.